Event description:
It was reported that the r-waves had abruptly decreased. The sense/pace portion of the lead was capped and replaced. The defib portion remains active. After the new sense/pace lead was implanted, the r-waves did not show much improvement and the physician concluded it was due to patient condition.

Manufacturer narrative:
No medwatch form was received.